Event description:
It was reported while a medic crew was unloading a patient from the ambulance, the cot allegedly did not "wake up" and the cot lowered to the bumper of the ambulance. A medic is alleging a back and rib sprain as a result of trying to catch the cot and was seen by a chiropractor after the incident. There were no reports of any injury to the patient; however, the complainant stated the patient was angry and removed themselves from the cot after the incident..

Event description:
It was reported while a medic crew was unloading a patient from the ambulance, the cot allegedly did not "wake up" and the cot lowered to the bumper of the ambulance. A medic is alleging a back and rib sprain as a result of trying to catch the cot and was seen by a chiropractor after the incident. There were no reports of any injury to the patient; however, the complainant stated the patient was angry and removed themselves from the cot after the incident.

Manufacturer narrative:
The cot was returned to manufacturer for evaluation. A visual and functional evaluation was conducted; however, the alleged issue could not be duplicated. Multiple batteries were placed in the cot and the power features responded every time. The power feature of the cot does not impact the necessity of ensuring the cot has engaged with the safety hook prior to pulling the cot from the ambulance. It is possible the incident was related to improper charging practices. The cot can still function as intended by utilizing the manual release system. The IFU provides clear instruction on unloading the cot, battery maintenance and guidance for inspecting the cot functionality prior to each use.